Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no leakage even when pressure was applied on the sac. The sample undergone a 7 day leak test and no leakage observed. There was no leakage from the valve. The catheter was dissected and no conditions were found that could have contributed to the reported event. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the device fell out of the patient. The complainant stated that the device was in situ for 8 days, after which it was found dislodged from the patient with a deflated balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device fell out of the patient. The complainant stated that the device was in situ for 8 days, after which it was found dislodged from the patient with a deflated balloon.